Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel with a suction pump. During manual cleaning, the forceps elevator was raised and lowered three times when submerged in the detergent solution, and the detergent used was laboratory anios. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and forceps elevator were brushed. The distal end is being brushed with the channel-opening brush and a single use soft brush. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found less than 2 cfu of micrococcaceae and bacillaceae (all channels) and less than 1 of any microbes (distal end). The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the bending section's rubber glue was separated. The switch 1 indication was unclear. The air/water separator was defective. The forceps elevator was defective. The biopsy channel was worn and tore. Once the investigation has been completed, a supplemental report will be submitted. .

Event description:
The customer reported to olympus, during reprocessing, the duodenovideoscope all channels tested positive for 5 colony forming units (cfus) of unspecified microorganisms, and the erector channel (raiser pipe) tested positive for 5 cfus of unspecified microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated fields: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be prevented by handling the device in accordance with the following IFU: reprocessing manual - presoaking the endoscope. "If manual cleaning could not be performed within 1 hour after the patient procedure or if you are not sure whether manual cleaning could be performed within 1 hour, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces" olympus will continue to monitor field performance for this device.